Event description:
The following has been reported: biomed reported: persistent pump error described as set pump aside for pump failure. "Pls note: after initial troubleshooting completed, showing continued errors; hard reboot, full clean of machine/pins, and test infusion completed with errors. A preliminary review identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sensor hardware failure (set ID sensor). The device was attached to a bracket and powered on, no alarms or errors were observed. A cassette was loaded on to the device and an infusion was run. No alarms or errors occurred. The device was opened to inspect for internal damage, no internal damage was identified. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose.